Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power port 1 of the patient's controller was noted to be loose. The site further reported that the o-ring had come loose from that power port. The event was not associated with any other controller issues, alarms or patient symptoms. The controller was exchanged with no reported patient consequence. Attempts to clarify the specific device serial number involved have been unsuccessful.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the controller was not provided.  Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.